Event description:
It was reported that a large volume infusor leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. A photograph of the sample was provided. Inspection of the photograph found no clear evidence of leakage in the overpouch. The reported problem could not be confirmed from the photograph. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this occurred after filling of the device with 3000 mg cephazolin in sodium chloride (baxter compounded solution). Lot 13h013 was manufactured august 5, 2013 - august 7, 2013. The actual device was not returned; however, a photograph of the device is reported to be available for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.